Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00111314001-palacos rg 1x40 single-87754708 42532007101- natural tibia cemented 5 degree stemmed left size e- 63876258 42540000032- all poly patella cemented 32 mm diameter- 63971442 42502006401- femur cemented cruciate retaining (cr) narrow left size 8- 63917216 42511000512- articular surface fixed bearing cruciate retaining (cr) left 12 mm height- 63596793. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03784. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is suffering from pain approximately two years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.